Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation/slda is related to challenging patient anatomy (friable leaflets). The reported mr and dyspnea are cascading events of the slda. The reported patient effects of mitral regurgitation and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation with a grade of 4. Two mitraclip ntw were implanted, reducing the mr to a grade of 1-2. On (B)(6) 2024, the patient returned with shortness of breath. A transthoracic echocardiogram (tte) was performed and revealed that one of the implanted clips had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. On (B)(6) 2024, an additional mitraclip procedure was performed, and two mitraclip nts were implanted, reducing mr to a grade of 1.